Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient complained of pain. The lens was explanted, and the problem was resolved. The cause of the problem was reported as unknown. The cause of the event was reported as unknown.

Manufacturer narrative:
H11 manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
A2 - age at time of event, date of birth: (B)(6) 1996 corrected to (B)(6) 1997. H6 - work order search: one additional similar complaint type event within associated lots was found. Claim # (B)(4).